Event description:
It was reported that 10 ll vlv adpt(stand alone) sets would not flush during use due to flow issues/blockage. This complaint was created to capture the 9th of 11 related incidents. The following information was provided by the initial reporter: "the smartsite needle free connector will not flush. (This is an ongoing issue for this facility and a sample with this lot was returned for investigation. 04-march-2021 is the first date this lot has been reported.)"

Manufacturer narrative:
H.6. Investigation:12 samples of model #2000e were returned by the customer. It was reported that the smartsite connector was unable to be flushed. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water to confirm an open fluid path. The fluid paths of 7 of the samples were open and were then able to be flushed. The failure was unable to be replicated in these samples. The fluid paths of 5 of the samples were not open and were unable to be flushed. The complaint can be verified in these samples. A device history record review for model 2000e, lot number 20125044 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. CAPA#1998036 was initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20125044 regarding item 2000e.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 ll vlv adpt (stand alone) sets would not flush during use due to flow issues/blockage. This complaint was created to capture the 9th of 11 related incidents. The following information was provided by the initial reporter: the smartsite needle free connector will not flush. (This is an ongoing issue for this facility and a sample with this lot was returned for investigation. 04-march-2021 is the first date this lot has been reported.)